Event description:
It was reported the pt experienced a shocking sensation at the ins pocket. It was reported when the symptoms first occurred. There was not known incident related to the symptoms onset. The pt was being seen at the clinic. Impedance measurements were tested and were normal. Palpating the device caused changes in the stimulation. Troubleshooting was being considered for a possible fluid short. Additional info has been requested but was not available on the date of this report.